Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd precisionglide¿ needle has been found with a damaged needle hub before use. The following has been provided by the initial reporter: when opening the package it was noticed that the material that links the cannula to the hub is melted.

Manufacturer narrative:
Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. During the assembly process, visual inspection proceeds each 02 hours in one sample size of 50 pieces. In the same way during the packing process, visual inspection proceeds each 02 hours in one sample size of 40 pieces. If some nonconformity is found the batch interval is blocked for analysis. In the sequence the machine is checked its operation and the associates involved informed of the occurrence. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It has been reported that one bd precisionglide¿ needle has been found with a damaged needle hub before use. The following has been provided by the initial reporter: when opening the package it was noticed that the material that links the cannula to the hub is melted.